Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4).

Event description:
Patient correspondence: patient submitted maude report stating the following: "patient experienced painful hardware right total knee. Total knee insert removed and found to be broken."

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search found one related incident against the provided product and lot combination. Review of the device history records ((B)(4)) did not reveal any related manufacturing deviations or anomalies. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.